Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No verbal prompts are heard when device is powered on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the 29th november 2014 and the device performed to specification up to the 10th january 2016. Multiple manual power ups of less than one minute duration were recorded in the device memory between the 14th - 22nd january 2016. The returned pad-pak was installed and passed a self-test, no audio prompts were given. This would confirm the reported fault. The device was shutdown with the status led continuing to flash green. The device was disassembled for investigation. Investigation found the reported fault can be attributed to failure of the speaker. The speaker was measured and found to have failed. This did not affect the ability of the device to deliver test therapy.